Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, and clamp function test. All functional testing performed was acceptable and product met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a leak when the transfer set became disconnected from the titanium adapter. This occurred two days after the transfer set was installed. There was no patient injury or medical intervention reported. No additional information is available.